Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii, detected - symptomatically (the breast was dense and rigid), intraoperatively - the capsule was dense, thicker than 5 mm. Device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified lot number in the patch: 2600735 and catalog: mx290g observed red particles in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: g1, h6.

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii, detected - symptomatically (the breast was dense and rigid), intraoperatively - the capsule was dense, thicker than 5 mm. Device has been explanted.